Manufacturer narrative:
The product has been requested for eval; however, it has not yet been rec'd. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report rec'd from (B)(6) stating "defective sleeve, sleeve does not enter by a 1.8 incision."